Manufacturer narrative:
No patient involvement. Contact information and phone number is for beckman coulter fse. Establishment information is for customer site where the fse identified the non-conforming part. An evaluation of the aspirate probe at (B)(4) confirmed the non-conformance identified by the fse. Probe length was shorter than specification due to incorrect placement of the collar for the probe retainer. This non-conformance was determined to be supplier-caused and appears to be an isolated workmanship issue. A shortened aspirate probe could diminish aspiration function and compromise system reaction vessel washing capability. Upon recurrence, and if undetected prior to installation, this non-conformance has the potential to cause the system to generate erroneous patient results. Beckman coulter internal identifier for this event is (B)(6).

Event description:
A beckman coulter fse (field service engineer) was at the customer site to perform a pm (preventive maintenance) on the laboratory's access2 immunoassay system (serial number (B)(4)). While verifying instrument alignments, the fse determined that one of the replacement aspirate probes he had installed was shorter than the other two. The fse uninstalled and replaced the probe. The non-conforming probe was returned to the beckman coulter facility at (B)(4) for evaluation.